Event description:
The customer reported a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The registered nurse (rn) said the patient got the first alarm during the night shift and then about an hour later the patient received a system error 2367 alarm. The technical services representative (tsr) explained the alarms and reviewed proper procedure with the reporter, per the user manual. The patient was reported to have been connected during the alarm and there was nothing unusual noted about the set supplies. The rn would contact the night shift rn. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.